Manufacturer narrative:
The analyzer was confirmed to be running back within specifications. The investigation determined the service actions performed resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na (sodium), k (potassium), cl (chloride) for gen.2 on a cobas 6000 c (501) module. The sample initially resulted in a na value of 120 mmol/l and repeated as 143 mmol/l. The sample initially resulted in a cl value of 92 mmol/l and repeated as 105 mmol/l. The sample initially resulted in a k value of 4.0 mmol/l and repeated as 5.1 mmol/l. The repeat results were deemed correct.

Manufacturer narrative:
The na electrode lot number was h6908. The k electrode lot number was n3897. The cl electrode lot number was y3130. The field service engineer performed ise checks which passed successfully. He cleaned the sipper probe and vacuum nozzle, rinse port, and general area. The customer ran calibration, quality controls, and comparative specimens; all results were acceptable. The investigation is ongoing.